Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a reduction in the intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was laying the left side at the time of the shock. The sensing vector was set to the primary sensing vector. The clinic was unable to reproduce the low amplitudes during testing. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing via reduced intrinsic complexes. The patient was lying in bed at the time of the event. The sensing vector was set to the primary sensing vector. Technical services advised some testing options. The local representative was able to manipulate the device, which felt pretty lose in the pocket as is slid anterior. The local representative will discuss the findings with the physician. This is considered a serious injury as there were multiple inappropriate shocks. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing via a reduction in the intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was laying the left side at the time of the shock. The sensing vector was set to the primary sensing vector. The clinic was unable to reproduce the low amplitudes during testing. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects. The system remains implanted.